Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump gave a "no disposable, pump won't run" message. It is unknown if there was air line. The reservoir volume was 28.6ml, rate was 1.6ml/hr, and 47.7 ml was given. There was no patient, or clinician injury associated with this occurrence. No further information is available.